Manufacturer narrative:
An ev1000 platform was returned with a volume view cable to our product evaluation laboratory. The ev1000 platform passed all functional testing without any fault found. The volume view cable that was returned with the ev1000 was tested on a cable tester and failed testing. The root cause for the confirmed customer complaint of drifting temperature values is a defective volume view cable. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, hemodynamic readings can change quickly and dramatically. Temperature is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions and determine cardiac output. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this ev1000 platform and volume view disposable, the temperature values drifted. The clinician stated that the obtained values did not correlate with the patient¿s condition and a manual digital thermometer. Temperature values drifted between 0 to 43ºc after completing a bolus injection. There was no error message reported. The patient was not treated based on this incident. Patient demographics are unable to obtained at this time. There was no allegation of any patient injury or compromise.

Manufacturer narrative:
The device history record was reviewed with no related non-conformances found. The engineering evaluation confirmed the failure of this event was a defective cable from defective wiring.